Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The patient experienced peritonitis on an unreported date in the middle of (B)(6) 2016. The cause of this peritonitis was use error reported to be due to a break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a break in aseptic technique resulting in peritonitis manifested by vomiting and diarrhea and the pd effluent was ¿like mud.¿ the breach was further described as a ¿lapse using the face mask.¿ it was not reported if the patient was hospitalized for the event. The patient was treated with unspecified antibiotics. At the time of this report, the patient had recovered from the event. Action taken with pd therapy was not reported. It was not reported if the patient was retrained on proper aseptic technique. Additional information is not available.